Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urgency frequency; trial began (B)(6) 2018. It was reported the trial patient stated that she was passing blood and blood clots on (B)(6) 2019, and that the issue was resolved at the time of the report. On (B)(6) 2019 the patient mentioned that she has had a bladder infection, and this was not resolved at the time of the report. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.